Event description:
An angiodynamics territory manager reported an issue with an evlt 1470 laser. The end user reported that when the doctor stopped pressing the foot pedal, the unit stayed on, making a high pitched noise. The provider turned the key off, but the unit remained on and continued to fire although the foot pedal was not being pressed. No error codes were displaying at this time. The fiber was still inside the patient at this time, and has to be disconnected from the unit in order to remove it. The segment of the vein that required ablating had been completed at that time, however the patient's second vein, the great saphenous vein, was unable to be treated. It was reported the patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
Returned for evaluation was a venacure1470 evlt unit. Functional check of the unit resulted the unit failing due to the display screen shutting off while firing a test fiber at 6 watts. The power supply was replaced, all connections tightened and reseated and the unit was retested. The unit passed all testing and meets acceptance criteria. The reported complaint description of unit would not stop firing was not confirmed. The unit's display did shut off/blank screen while firing at 6w and root cause was due to a power supply fault, but all other reported events were not duplicated. The root cause for the fault, noisy, and not stopping was unable to be determined as the reported complaints could not be duplicated. This is the first reported error of this unit for fault, noisy and not stopping. The root cause for the display shutting off/blank screen was determined to be a defective power supply, which was replaced. This is the first reported error of this unit for display-blank screen. This is the first time the power supply has been replaced. The most likely root cause of the power supply failure is wear and tear. A review of the device history records (service order history) was performed for the reported serial number (B)(4) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual, which is supplied to the user with this unit states "the venacure 1470 laser is continuously monitoring its operation and performance. Should it detect a problem it will display a code and short message on the screen. To clear a message, carry out the instructions on the display. If a problem cannot be resolved by following the instructions on the display, contact your local angiodynamics representative, quoting the error message on the display at the time of the error". "Turn on the rear power switch and key switch to activate the venacure 1470 laser. To turn the venacure 1470 laser off turn the key switch and remove the key, then switch off the rear power switch and disconnect the electrical power cord." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Note: the initial MDR for this event was submitted on november 18, 2021. When submitting the final report, the acknowledgements indicated the initial report was not received, although the initial report acknowledgments stated the report had passed. Therefore, as a resolution to the issue, the initial report is being resubmitted an includes the investigation results. Core ID: (B)(4).